Event description:
It is reported that during surgery in 2008, patella was opened, and scrub tech noticed a hair on the patella in the package. Surgery was completed with another device.

Manufacturer narrative:
Eval summary - cause cannot be definitively determined. The foreign material or packaging material was not returned for eval. It cannot be demonstrated with certainty that the source of the hair is the packaging environment. Device history records are in order and do not indicate any packaging anomalies. The packaging environment utilized for this product and is a class 100,000 clean room that undergoes continuous monitoring. There is a very minuscule, but constant risk of foreign material in sterile cavities from the operators. No further action or eval is indicated for this complaint. Trends continues to be monitored by the product surveillance group.